Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil detached within the microcatheter without use of the controller. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The device was received with the implant detached from the delivery pusher. No sign of thermal detachment was found on the heater coils. The monofilament had a tail profile, indicating tensile forces were applied to the device. The uv glue bond on the implant and pusher body coil were measured and both met specification. The implant detached from the delivery pusher due to tensile or retraction forces that exceeded the strength of the monofilament; however, the origin of the force placed upon the monofilament cannot be determined. The microcatheter used in the procedure was not evaluated as a part of this investigation, so it could not be determined if it had caused or contributed to the reported complaint.